Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.9 - 4.5 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The maximum difference between measurements was 0 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Upon analysis of the meter memory, the results alleged by the customer were not observed. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter received a questionable result from coaguchek xs pro meter serial number (B)(4). This medwatch is for the coaguchek xs pro meter. Refer to the medwatch with patient identifier (B)(6) for the patient's coaguchek xs meter. At 10:15 am, the patient tested on their coaguchek xs meter and result was 7.3 inr. The customer retested within a few minutes and the result was 7.3 inr. At 11:02 am, the nurse tested the patient with the coaguchek xs pro meter and the result was 7.9 inr. At 11:29 am, the result from a laboratory was 4.3 inr. The laboratory reagent was not known. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The patient was not anemic, no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no changes in diet, no recent illness, no new medications, and bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.